Manufacturer narrative:
An event of pericardial effusion after the procedure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 28mm amplatzer amulet was mis-sized. Patient had a pericardial effusion after the procedure. As a result patient had to be treated surgically. The patient was reported to be in stable condition.